Event description:
It was reported to boston scientific corp that a wallflex partially covered esophageal stent was used during an esophagogastroduodenoscopy (egd) with stent placement procedure. According to the complainant, during the procedure, the stent was successfully placed in the distal esophagus. The physician attempted to pass the scope through the stent although it was suggested he use an ultra thin scope. During advancement of the scope, the stent was pushed into the stomach. The physician was able to grasp the positioning suture on the stent and reposition it to its original location. It was then noted that there was a perforation in the fundus or the cardi of the stomach and the stomach was distended. The perforation was confirmed by dye injection. An ng tube was placed to relieve air and contents from the stomach. The pt was placed on a ventilator and was sent to recovery. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.